Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed pretesting for visual and impactor operation assessment. It was further determined that the impactor worked intermittently and there was a significant amount of water damage on the electrical components. It was further determined that the device o-ring was broken and the signal wire had a damaged seal which allowed steam and water penetration within the impactor. It was noted that there was water damage on the pcba components which rendered the impactor intermittent and would eventually cause the device to become inoperable. The assignable root cause was determined to be due to component failure from normal wear. Device history review: a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition. It was determined that the device passed all manufacturing and test requirements at the time of manufacture. Manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device serial number, and there were no non-conformances identified that was related to the reported complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The reporter's facility address was not provided. UDI: (B)(4).

Event description:
It was reported that during surgery set up, it was observed that the impactor device was randomly firing without the trigger being pulled. It was reported that the device would not stop until the battery was removed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.